Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient is experiencing light sensitivity, dry eye, scarring, hard to focus due to glare from light above or beside, and cannot do needle work. The patient is waiting for a second opinion and is confused. The patient noted being happy with vision and did not need reading glasses initially after surgery. Additional information has been requested. There are two related reports for this patient, another manufacturer report will be filed for the fellow eye.